Event description:
The pt reported that she had lost 18 pounds in last month or so and was still losing, had no appetite and had to force food down. She additionally reported that she had been receiving ect treatments because her depression was "so bad." Reported "I felt pretty good for a couple of weeks, but as soon as my period arrived, it all went downhill. I'm, perimenopausal and am on hormone therapy. I'm working with my ob/gyn to adjust them, as now I'm having about 2 periods a month - and like clockwork as soon as they hit, I go downhill into serious depression. So I'm averaging about 1 good week per month." The pt's treating physician did not know if the pt's weight loss was vns related and possibly related to the pt's depression. The pt reported that they were thinking of getting the vns taken out due to throat tightness with stimulation and lack of efficacy, no malfunction suspected. The treating physician did not think that pt was a good candidate for vns therapy. Good faith attempts will be made for product return for analysis.